Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: k- wire device, chuck device, battery. Device, small battery drive device, (B)(6) 2021. The serial number was unknown; therefore, the device manufacture date is unknown. The manufacturing site name is unknown. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 3 of 4 for the same event: it was reported from (B)(6) that during a proximal humeral fracture surgery, while using a ¿nail (mdm product)¿ and the chuck device, it was discovered that at the time of insertion of the lateral fixation screw, while drilling the proximal part of the upper arm, the k-wire device (competitors¿ product) for temporary fixation interfered/had contact with the chuck, causing the k-wire to enter the body, and reaching the patient's heart. It was reported that the patient expired. The exact date of the patient¿s death was not reported. It was reported that the battery casing device was used together with the small battery drive device, chuck device and the battery device. It was not reported if there were any delays in the surgical procedure or if a spare device were available for use. There were no reports of any allegation of malfunction against the devices. There was patient involvement reported. Multiple attempts were made to obtain additional information regarding the event. The reporter was unable to provide any additional information regarding this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.